Event description:
Customer reports aurical smells of burning. The appliance turns on but emits a very strong burning smell. No injuries reported.

Manufacturer narrative:
Initial report ref# natus complaint# (B)(4). Once UDI is confirmed, it will be submitted in a follow up report. Customer reports aurical smells of burning. The appliance turns on but emits a very strong burning smell. No injuries reported. A questionnaire has been sent to service to follow up with the customer- awaiting response. The customer has also been advised to return the device for evaluation. There are no CAPA's related to this issue. Complaints are reviewed routinely per quality system requirements (qms-004442 corporate trending and analysis procedure) complaint trends are assessed as part of these reviews. A review of complaint trending is completed quarterly. Last review (B)(6). No trend for this failure identified. The current risk file (B)(6) rev 04 hazard ID 2.6 identifies this issue: harm - operator, patient or others could be severely injured or die. Cause- loose components or wiring harness or a component causing a short circuit across an electrical barrier. Severity- critical (11). Risk level- moderate (11). A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Installed date (B)(6) 2014. A search for service data that may be relevant to this issue has been conducted. No further information related to this issue found.

Event description:
Customer reports aurical smells of burning. The appliance turns on but emits a very strong burning smell. No injuries reported.

Manufacturer narrative:
Follow up 001 report ref# natus complaint# (B)(4). UDI number not applicable. The device was evaluated and the following was noted: repair notes: mainboard malfunction. Replaced main unit new ato p/n 8-35-33800. Main unit functionally tested successfully. No evidence of the device being burnt, this was confirmed during repair. The repaired device was shipped on the 08 march 2022. Failure confirmed: yes. Investigation result code: taastrup/mainboard.